Event description:
Customer reported that leakage was observed on the tubing near the pt line stopcock. The whole system was replaced with another codman eds3 system without any additional incidents observed. Complaint sample was discarded by the hospital and the lot number is unk. No other details provided.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.